Event description:
The physician reports that the crystalens trailing haptics tore when delivering the lens using the b&l lens injector system. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.